Manufacturer narrative:
We received one flotrac sensor with the vamp flex, IV and pressure tubing sets and IV catheter for examination. The reported event of flotrac sensor issue was not confirmed. No visible damage or abnormality was observed from the entire unit. No error message was observed on a vigileo monitor and pressure monitor. The flotrac sensor and dpt zeroed and sensed pressure accurately the vigileo monitor and pressure monitor respectively. The pressure did not show any drift during an output drift test and met specification. Electrical testing showed that both input and output impedance were within specifications. Zero-offset also met specification. Lot number was not provided, therefore review of the manufacturing records could not be completed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations.

Event description:
It was reported that the blood pressure was stable, but other values such as cardiac index and cardiac output were not stable and the readings moved up and down during use. The expected value is unknown. There was no problem zeroing before use, and no problem on the shape of the pressure waveform. The monitor and cable were replaced but the problem was not solved. The sample of tracing was not available. Other information on whether the patient was treated based on the incorrect value, error messages or alarms, occlusion, leakage or kink, and occurrence date were not provided from the customer. There were no patient complications reported. Inquired of patient demographics from the reporter. Unable to be obtained.